Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6). Not returned to manufacturer.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) read low helium. The tank was reported to be open all the way and gauge reading full. The screen tank was in red and read low helium. The end user changed the tank out for a new full tank and the same issue occurred. The gauge read full; however the screen displays low helium and picture on screen remains red. The iabp is plugged in and running on power not battery. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) read low helium. The tank was reported to be open all the way and gauge reading full. The screen tank was in red and read low helium. The end user changed the tank out for a new full tank and the same issue occurred. The gauge read full; however the screen displayed low helium and picture on screen remained red. The iabp was plugged in and running on power not battery. Patient was transferred out of the facility for continued care. There was no harm or injury to patient and no adverse event was reported.